Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the software upgrade was completed, but attempts to connect to the device using the programmer were unsuccessful. After rebooting the programmer, there were no further telemetry issues. No adverse patient effects were reported.